Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to an electrical short. Physio was unable to determine the exact location of the short; however, it was confirmed that the short caused the device to not power on.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.